Event description:
Information was received indicating that the infusion of folfox via a smiths medical cadd® medication cassette reservoir infused in seven hours. This was reported to be done early. The cassette was discarded. There were no reported adverse patient effects.